Event description:
Hcp reported patient presented with signs of infection in june 2005. Symptoms included redness and drainage. Cultures were obtained from the patient's blodo and the type of organism found was pantoea. The patient was treated with oral antibiotics and the infection resolved.

Event description:
Hcp reported patient presented with signs of infection in june 2005. Symptoms included redness and drainage. Cultures were obtained from the patient's blood and the type of organism found was pantoea. The patient was treated with oral antibiotics and the infection resolved.

Event description:
Hcp reported the right-side device was removed due to infection. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional information is received.